Event description:
It was reported to philips that the etco2 connector was broken away from the cabling that connects it to the etco2 module. There was no patient involvement.

Manufacturer narrative:
(B)(4).